Event description:
The end user of this product claims that during a mammoplasty augmentation procedure the bovie shorted out and caused an arc inside the telescoping tunnel. End user states that the pt's fatty tissue was burned and a small amount of tissue was excised. The pencil was changed out for another and the procedure proceeded without incident.